Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13310. It was reported that the burr and the rotawire became detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire and a 1.50mm rotalink plus were selected for use. During platforming, it was noted that the tip portion of the burr was detached midway and subsequently, the rotawire became fractured. The procedure was completed with another of the same burr and another of the same rotawire. The procedure was completed with another of the same rotaburr and rotawire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Corrected device lot number from 0021108597 to 21261511. Corrected device expiration date from 08/09/2019 to 09/16/2019. Corrected device manufactured date from 09/11/2017 to 10/16/2017. Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath and coil were microscopically and visually examined. The coil was broken at the distal end with the burr detached and not returned for analysis. There were numerous kinks throughout the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13310. It was reported that the burr and the rotawire became detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire and a 1.50mm rotalink plus were selected for use. During platforming, it was noted that the tip portion of the burr was detached midway and subsequently, the rotawire became fractured. The procedure was completed with another of the same burr and another of the same rotawire. The procedure was completed with another of the same rotaburr and rotawire. No patient complications were reported and the patient's status was good.